Event description:
It was reported the number 15 electrode had impedances greater than 10,000 ohms. No action had been taken and the event was noted as ongoing with no further action. It was also noted that the 15 electrode would not be used. The etiology was programming/stimulation and the event was not related to the implant procedure and not applicable to the device or therapy.

Manufacturer narrative:
Product ID: 3888q45, lot# va07lh4, product type: lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the time of report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient experienced inadequate relief that resulted in explant. There was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial # (B)(4), revealed no significant anomaly; the ins was functionally okay. Analysis of the lead, lot # va07lh4, revealed the #15 conductor was broken 6.8 cm from the distal end at the # 15 electrode weld site. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the etiology was due to the lead. The relationship to the study was not applicable to the device or therapy and unlikely related to the implant procedure.